Event description:
It was reported that the implantable cardiac defibrillator (ICD) had early battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion. Performance data collected from the device was analyzed. Battery depletion was indicated as time of recommended replacement time in save to disk occurred on (B)(4) 2011 device rrt<=2.6251 volt. The weekly battery voltage trend data shows bat=2.628 to 2.608 volts between (B)(4) 2011 and (B)(4) 2012. Two patient alerts for low battery voltage occurred on (B)(4) 2011 02:15:00 and (B)(4) 2012 02:15:00.